Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the following additional information and the device: please clarify the event: hap02 tip torn off. Did the seal tear ? Did any pieces fall into the patient? If yes: how were the pieces retrieved? Was there any patient consequence? If yes: please explain. How was the patient consequence resolved? How was the procedure completed? To date, no additional information has been provided and the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, hap02 tip has torn off. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4).batch # t92e7w. Investigation summary: the analysis results found that the hap02 device was received with the iris seal torn, however, it could not be determined what may have caused this condition. No conclusion could be reached as to what may have caused the reported incident. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.